Event description:
A customer from (B)(6) notified biomérieux of false resistant ampicillin and nitrofurantoin results when testing an enterococcus faecalis strain with the vitek® 2 ast-p606 test kit. Initial testing, (B)(6) 2018: ampicillin mic = 16 resistant; nitrofurantoin mic >= 256 resistant; repeat testing, (B)(6) 2018: ampicillin mic <= 2 susceptible; nitrofurantoin mic <= 16 susceptible. Etest® strip i2a for ampicillin: mic = 0.38 susceptible disk diffusion: ampicillin and nitrofurantoin = susceptible the customer then tested enterococcus faecalis (B)(4), and the results were in conformance. Annual maintenance was performed on (B)(4) 2018. After annual maintenance, false resistant issues were no longer seen. The customer tested 14 enterococcus strains with no false resistance. The customer did not keep the strains to submit for evaluation. The customer reported no incorrect result was given to the physician, and there was no incorrect treatment provided to the patient. However, there was a delay of greater than 24 hours in reporting the results. A biomérieux internal investigation has been initiated.

Manufacturer narrative:
A customer in (B)(6) obtained resistant results for ampicillin (mic=16)and nitrofurantoin (mic>=256) when testing an e. Faecalis patient strain on ast-p606 cards. Upon repeat testing, results are susceptible--ampicillin mic<=2 and nitrofurantoin mic<=16. It should be noted that, after annual maintenance by the fse, false resistant issues were no longer seen. An internal biomérieux investigation was performed with results as follows: submittal of the isolate is required in order to confirm a discrepancy compared to the reference method. No trends were identified during a review of the 13 month complaint history. Ast-p606 lot #4860606403 met final qc release criteria. This lot passed qc performance testing. No conclusion can be drawn at this time without the isolate.